Event description:
Distributer contacted dexcom to report consumer experienced hardware error icon. The consumer did not report any medical interventions or injuries.

Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.